Event description:
It was reported that the user¿s charger was not charging properly due to a poor cord connection, and a replacement charger was ordered via standard shipping after an initial incorrect charger type was cancelled. Investigation included a review of complaint details and order history. Further investigation of this case revealed a suspected faulty charger connection. Symptoms included no adverse clinical effects at a blood glucose of 128 mg/dl. Outcomes included replacement supplies shipped with no alerts or alarms and no impact to clinical status. It was concluded that the event involved a device accessory malfunction related to the charger, resolved by shipment of the correct replacement.